Event description:
It was reported that the pace/sense portion of the lead was capped and replaced due to a sensing anomaly. The defib portion of the lead remained active. The patient received inappropriate hv therapy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the distal end measuring 52.0cm was returned for analysis. External and internal insulation abrasions were noted at 31.0-32.2cm from the distal end. The etfe coating was intact at these locations. Externalized conductors due to external and internal insulation abrasions were noted at 7.5-13.0cm from the distal end. The rv conductor etfe coating was abraded/melted and the rv conductors were fractured at this location. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to that the associated pace/sense lead did not sense correctly. The lead was explanted. The patient was fine.